Event description:
My husband bought clear care eye solution (we wear contact lenses) because (B)(6) stopped carrying the brand we usually buy and this was in the same location in the store as the regular contact solution. We've never seen it or used it before. I used it not in the case provided by the case I had from the previous solution. I didn't notice all the warnings on the label because it was late at night when I was using it and I was tired (which is a common time when people are taking out their lenses). The bottle looked exactly like a regular contact solution bottle and I was confused. The next morning I put the contact lens in my eye and the burning was excruciating. It still is. This product should not look like a regular contact solution bottle. It is dangerous because the confusion is too great.